Manufacturer narrative:
Device not returned. No eval will be done. If the device or add'l info becomes available a supplemental report will be issued.

Event description:
In 2006, the primary surgery was performed for femoral open fracture. In 2007, the pt was revised and the implants were replaced with t2-femoral nail because the pt had pain in his knee. The surgeon addressed that the pt had a non-union bone.